Manufacturer narrative:
The conclusion code was corrected to (B)(4). The device evaluation was reassessed and concluded that a malfunction of the probe occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures by replacing the probe. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified. This issue was previously reported under a different suspect medical device in manufacturer report number 3002809144-2016-00076.

Event description:
The customer observed a (B)(6) results on the architect i1000sr analyzer. The following data was provided: (B)(6). No impact to patient management was reported.